Event description:
Patient presented with pain, x-rays revealed bone resorption around femur proximally, midshaft, and some distally. Femoral component had also subsided causing leg length disrepancy. Cup also showed areas of resorption (posterior inferior) all components were loose upon opening, they were removed and replaceddevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.